Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be a defect in the product.

Event description:
An internal investigation by the manufacturer has determined that monaco resets the rescale when a setup beam is deleted.